Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator failure. The customer reported that the pharmacist attempted to recover the failed refrigerator, however the effort was unsuccessful. They requested to have field service technician to inspect, as that was the sole refrigerator containing the medication. The customer said user was able to remove the medication from another station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software failure. A field service engineer deactivated the station and the refrigerator, as well as the refrigerator's battery. Once the refrigerator displayed the temperature screen and proceeded to power on the station, which booted successfully and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.